Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient called paramedics and was hospitalized on (B)(6) 2025 due to low blood glucose levels. No further information available.